Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.

Event description:
It was reported that during a procedure to stent a pre-dilated moderately tortuous, mildly calcified, 100% stenosed mid right coronary artery (rca), a promus rx stent delivery system (sds) was unable to cross the lesion. While withdrawing the sds the stent caught on plaque and the stent dislodged from the sds in the proximal rca. An attempt to snare the stent was unsuccessful, therefore, a non-abbott balloon was used to crush the stent inside the proximal rca. The procedure was successfully completed using a vision 2.75x12mm to stent the lesion. There were no patient adverse effects and no clinically significant delay in the procedure. No additional information was provided.